Event description:
The facility representative reported to largo customer service a pump that failed to alarm before shutting down. This event occurred during biomed testing. No pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
The device has been received by baxter and an eval is being performed. A follow-up report will be submitted when the eval has been completed.